Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1210563. Medical device expiration date: 31-oct-2022. Device manufacture date: 29-jul-2021. Medical device lot #: 1246399. Medical device expiration date: 30-nov-2022. Device manufacture date: 03-sep-2021. Medical device lot #: 2041397. Medical device expiration date: 30-apr-2023. Device manufacture date: 10-feb-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood dna tube there was missing additive. This event affected 103,550 devices. The following information was provided by the initial reporter. The customer stated: "the product is presenting low yield. Most samples failing dna extraction qc are failing concentration."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-22. H.6. Investigation summary: bd received 10 samples from each lot. Unfortunately, there is no testing that can be done for low yield. Our IFU (instructions for use) does not provide for any specific yield claims. Yields depend on the patient, the quality of the specimen, and the method used for isolation. A complaint history review was conducted and only the current complaint was found relating to the incident lot numbers: 1210563, 1246399, 2041397 the ¿as reported¿ defect code. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint is unable to be confirmed low yield. Bd was not able to identify a root cause for the indicated failure mode. A review of our IFU is recommended.

Event description:
It was reported when using the paxgene® blood dna tube there was missing additive. This event affected (B)(4) devices. The following information was provided by the initial reporter. The customer stated: "the product is presenting low yield. Most samples failing dna extraction qc are failing concentration."